Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 80% stenosis). (B)(4).

Event description:
The physician was attempting to implant a 2.75mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in the lad with 80% stenosis in a patient. It was reported that the lesion was pre-dilated and that the stent was unable to cross the lesion. The stent system was removed and the stent struts were noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon, between the markerbands, as per specification. The seventh proximal stent strut was raised.